Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vaginal hysterectomy, sacrospinous vaginal vault suspension and anterior repair procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the suture was attached to the capio device, the capio device misfired. Subsequently, the suture unravelled and the dart detached on the patient's right side. There was no attempt in removing the detached bullet from the patient. Reportedly, the suture was tensioned along the capio handle during deployment. The procedure was completed with another capio slim device. There were no patient complications noted as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device code of 2907 captures the reportable event of dart detachment. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not return. The voluntary user medwatch number is (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the suture was attached to the capio device, the suture unravelled and the dart detached on the patient's right side. There was no attempt in removing the detached bullet from the patient. Reportedly, the suture was tensioned along the capio handle during deployment. The procedure was completed with another capio slim device. There were no patient complications noted as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.